Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - checked "other" and added the country france. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A physical evaluation was performed and confirmed the reported issue as the screen showed no image and only color bars were visible on the screen due to a severely cut cable unit. This product was sold in august 2018. Previously, it had been returned for repair in october 2019 for similar reasons requiring the replacement of a faulty cable-unit. As part of the investigation, olympus followed up to obtain additional information regarding the reported event but the customer was not able to provide any information. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (B)(4) was informed by the user facility that the 4k camera head will be returned for repair evaluation due to a report of "no image. The cord is cut" during an unspecified event. No patient injury or harm was reported.